Manufacturer narrative:
An event regarding subsidence involving a triathlon baseplate was reported. The event was confirmed based on the provided medical assessment. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. One of the images show an explanted tibial component with some adherent bone under the anterior plateau consistent with osteointegration. The other image is of the poly insert, which is intact as seen from its distal surface. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: x-ray printouts include a series dated on (B)(6) 2019, which is an ap and lateral of the right knee demonstrating an uncemented right total knee arthroplasty with the femoral and patellar components in nominal position but the tibial component subsided medially placing the knee into varus. An x-ray dated on (B)(6) 2019 is an ap and lateral of the right knee, labeled ¿post-op¿ demonstrating the same femoral and patellar components, but a modular long-stem tibial component with proximal augments and a stem is reduced and in nominal position. Osteoporosis is noted throughout. In retrospect, the choice of uncemented total knee arthroplasty components in this elderly osteoporotic female likely resulted in this early post-operative complication. There is no evidence factors associated with implant manufacturing or materials contributed to this clinical event. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: x-ray printouts include a series dated on (B)(6) 2019, which is an ap and lateral of the right knee demonstrating an uncemented right total knee arthroplasty with the femoral and patellar components in nominal position but the tibial component subsided medially placing the knee into varus. An x-ray dated on (B)(6) 2019 is an ap and lateral of the right knee, labeled ¿post-op¿ demonstrating the same femoral and patellar components, but a modular long-stem tibial component with proximal augments and a stem is reduced and in nominal position. Osteoporosis is noted throughout. In retrospect, the choice of uncemented total knee arthroplasty components in this elderly osteoporotic female likely resulted in this early post-operative complication. There is no evidence factors associated with implant manufacturing or materials contributed to this clinical event. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. Rep provided an email with surgical details, pre-revision x-rays, and explant photos. Spoke to rep. Revision was due to medial tibial collapse. Surgeon reported the likely cause of collapse was the patient's age and weight. A size 4 baseplate and 4x9 cs insert were revised to a size 3 universal baseplate with a stem, stem extender, and 2 augments, with a 3x13 cs insert. Rep confirmed there are no allegations against the insert. In addition to the provided x-rays and photos, rep reported he may be able to obtain post-op x-rays, but no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised. Rep provided an email with surgical details, pre-revision x-rays, and explant photos. Spoke to rep. Revision was due to medial tibial collapse. Surgeon reported the likely cause of collapse was the patient's age and weight. A size 4 baseplate and 4x9 cs insert were revised to a size 3 universal baseplate with a stem, stem extender, and 2 augments, with a 3x13 cs insert. Rep confirmed there are no allegations against the insert. In addition to the provided x-rays and photos, rep reported he may be able to obtain post-op x-rays, but no further information will be available.